Event description:
It was reported that occlusion alarms occurred, causing their blood glucose level to rise to 390 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy and would reach out to their hcp to obtain a backup method of insulin therapy.